Manufacturer narrative:
Device not available for evaluation.

Event description:
The manufacturer sales representative reported that the device was found to be disassembled during testing at the user facility. There were no adverse consequences related to this event.